Event description:
It has been reported that a nurse fell due to dangling of nimbus 3 straps. The nurse suffered a fractured femur/hip and was hospitalized. Please refer to MFR report # 3007420694-2013-00029.